Event description:
Additional information: it was later reported that the pump was subsequently replaced due to volume discrepancies and return of symp toms.

Event description:
Additional information reported that at the time that the patient's pump was removed, the patient's healthcare provider (hcp) could not find anything wrong with the pump. The patient's pump was noted to have contained morphine. The cause of the reported event was due to the pump, but the issue was unknown. There was no problem with the catheter, or issue with the programming or pump medication. The patient had experienced an increase in the pain level prior to the pump replacement surgery. The patient was hospitalized for the pump replacement surgery. There was no injury to the patient.

Event description:
The actual residual volumes were greater than the expected residual volumes. The amounts varied, but has been as high as 8 ml off. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).